Event description:
On (B)(6) 2023, fujifilm healthcare americas corporation became aware of an event involing (B)(4). Upon reviewing literature, it was found that 48 complications occurred using the scope. Acute pancreatitis occurred in 9 patients with 1 lethal course of disease. Perforation occurred in 8 cases, all of them needed surgery. One patient died during the course of the disease. 6 perforations occurred after polypectomy. Ln 6 cases, major bleeding was reported, 4 in the context of polypectomy and 2 after biopsy. All patients received endoscopic treatment and recovered from this complication. The exact date of the events is unknown.